Manufacturer narrative:
A sample was not received for investigation. Feedback from the customer indicates that leakage was observed from damage close to the y-site at the start of infusion. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 18035336 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. A review of the customer feedback database indicates that this is an isolated occurrence with no other similar report against the 11499817-09 set in the past 12 months.

Event description:
It was reported that the se bld 15dp 180mf 1vs dehp free experienced device damage/deformation, leakage, and underinfusion. The following information was provided by the initial reporter: during the infusion of platelets, the patient (17 year old) warns the nurse that there is a lack of fluid in the set at the junction between the drugs injection point and the extemporaneous ways (the lack was not from the membrane but from the y shaped plastic). As a consequence there has been a reduced infusion of platelets due to the crack in the set.

Manufacturer narrative:
Date of birth: only the patient's age was given therefore a default date of birth has been listed a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the se bld 15dp 180mf 1vs dehp free experienced device damage/deformation, leakage, and underinfusion. The following information was provided by the initial reporter: during the infusion of platelets, the patient ((B)(6)) warns the nurse that there is a lack of fluid in the set at the junction between the drugs injection point and the extemporaneous ways (the lack was not from the membrane but from the y shaped plastic). As a consequence there has been a reduced infusion of platelets due to the crack in the set.